Manufacturer narrative:
Updated section h6: type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The returned device was visually examined and the following was observed: esheath liner partially expanded 13.5cm in length from strain relief, remaining liner unexpanded and distal tip unopened. One kink observed at 4.5 cm from strain relief. Soft tip damaged. Sheath shaft hdpe strand next to distal tip, 0.5cm in length. Sheath shaft punctured at 4.7cm from strain relief. Scratches observed along sheath shaft hdpe. Liner strand observed attached to crimped thv. Esheath shaft cut by engineering and missing liner material confirmed. The associated commander delivery system with crimped thv was advanced through sheath during pre-deco process, and the liner expanded and tip opened as designed. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures- such as valve frame damage or compromised sheath and delivery system components- as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for resistance between system components leading to the inability to advance through sheath, sheath puncture, and sheath damage was confirmed based on the evaluation of the returned products. Available information suggests that patient factors (calcification, pre-existing stents) likely contributed to the event as per information provided the patient had a pre-existing stent in the access vessel. Additionally, scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (due to pre-existing stent) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Device manipulation exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft and liner puncture. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (sharp calcium nodules). When combined with non-coaxial advancement trajectories (undersize vessel and calcification) these forces can further exacerbate damage to the sheath shaft and liner, particularly when interacting with crimped valve struts. As such, available information suggests that patient factors (calcification, pre-existing stent) and procedural factors (device manipulation) may have contributed to the complaint event. The complaint for system component separation during use was confirmed based on evaluation of the returned device. No manufacturing non-conformances were identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. It is possible that additional device manipulation to overcome the resistance was applied during the procedure to overcome the resistance felt. In this case, it is likely that the crimped valve continued to interact with the liner. The increased push force and continuous interaction between the crimped valve struts and liner likely led to the damaged liner material to fully separate from the sheath shaft. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in australia, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, it was not possible to advance the delivery system with the valve through sheath. A 23mm valve was prepped and the valve went through the esheath without issues. The valve was successfully implanted. The patient remained stable with no injury. The anatomy showed disease in the iliac arteries and the presence of an iliac stent. It was noted that the iliac stent had tines protruding from the side-branch, jutting into the main iliac artery. Additionally, stenoses were observed on both sides of the iliac side-branch in proximity to the protruding iliac stent tines. As per pre-decontamination evaluation, it was confirmed that the sheath was punctured, there was a hdpe strand at the distal end, a plastic strand was observed attached to the crimped valve, and the valve frame was damaged.